Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. As the issue was past and troubleshooting could not be completed, the customer was advised by technical support to reach out again if the problem recurs for active troubleshooting, which the caller acknowledged and understood.